Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal techniques. Additionally, it was reported that the cartridge was leaking from the o-ring. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.